Manufacturer narrative:
The pump had minor scratches on the lcd window and broken battery tube threads. A test reservoir was installed and it did not lock in place due to completely broken reservoir tube lip, missing o-ring, cracked reservoir tube window and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump stopped working. The customer's blood glucose reading was 243 mg/dl at the time of incident. Troubleshooting found that the insulin vial does not lock into the compartment and the compartment threads are broken. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.